Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The hc alarmed during drain 5 of 5. Per the home patient (hp) he was disconnected and he turned off the hc. The hp turned off the hc 2nd time and the hc now displayed 'stop set up'. The hp had connected back to the hc. The baxter technical service representative (tsr) asked the hp to disconnect and asked him to down arrow to alarm log. There was a system error 2240 and 2367. The tsr explained the alarm and advised the hp to call the registered nurse (rn) in the morning. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(4) 2012 regarding the system error 2240 alarm. The hp reported that the issue was resolved, but he did not know the cause of the alarm. Per hp, there were no loose connections, disconnections or defects on the supplies. The hp stated that he discussed the alarm with his nurse. The hp stated that this nurse told him to report any changes in his affluent. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.